Event description:
Two resolute integrity drug eluting stents were implanted during the index procedure, one in the circumflex and one in the diagonal. The lesions were pre-dilated with 50% stenosis remaining in the circumflex and 40% in the diagonal. Approximately one hour post the index procedure, an acute thrombosis occurred, the patient was returned to the lab emergently and both stents were aspirated, however, the patient expired. The physician has indicated that this event was not related to the resolute stent and it likely would have happened with any type of stent.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure -death and thrombosis, predisposed to event - acute thrombosis, physician indicated that the patient was predisposed to the event. Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device - acute thrombosis, physician indicated that the patient was predisposed to the event. (B)(4).